Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, it was noticed that one (1) r3 offset impactor had the end adapters to the machine broken off. The surgeon confirmed that no pieces fell inside of the patient's anatomy. The procedure was resumed, without any delay, using s+n back-up devices. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H11: this complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21 cfr 803. The device was returned to the manufacturer on 02-aug-2023. A visual analysis revealed that the strike plate broke off, which corresponds to the proximal end of the device (the portion of the device that remains outside the patient while positioning the acetabular trials or definitive implants). Given the size of the strike plate, the risk associated to broken fragments entering the patient's incision that would require further intervention to remove them is remote.